Event description:
The lead was found missing from its package during surgery. A new lead was opened to complete the procedure.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the lead revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.